Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9734775, serial/lot #: unknown. Analysis found on cable 9734775 dvi-m to hd15-m 6ft min- analysis determined there the returned cable is actually two separate cables mated together. The dvi-m to hd15-f has no apparent physical damage and passed a continuity test with no opens or shorts detected. However, the hd15-m to hd15-m has no apparent physical damage but a continuity test showed shorts to most pins. The cable is not usable as is. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the monitor on the site¿s navigation system had a red hue on it. It was noted that the monitor would need to be moved in order to resolve the issue. No patient involvement was reported.

Manufacturer narrative:
For regulatory report number 1723170-2021-02250 the current aware date (g3) is 2021-(B)(6). Upon further review of this file, this event does not meet further reporting requirements. The damage was observed on a non-power cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.